Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive part of the objective lens peeling was due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned it was observed, the adhesive on the bending section cover (a-rubber) had a chip, the a-rubber has a scratch, the angle wire became longer than normal, due to damage on the charged coupled device (ccd) unit, the image had white dots, switch 1 (sw1) had a scratch, the control unit had a scratch, the grip had a scratch, the light guide (lg) connector, the lg-cover glass, the video connector case, the video connector, had scratch and image sensor pixel error occurred. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a fragment of rubbed adhesive part was noted with the endoeye flex 3d deflectable videoscope. Upon inspection of the customer¿s returned device it was observed, the adhesive part of the objective lens had come off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.